Event description:
In 2009, pt reported she had an e4 (occlusion) that she could not clear which resulted in an elevated blood glucose reading. Pt reported she over-treated with an insulin injection and her blood glucose dropped, she lost consciousness and received treatment after the ambulance was called. Pt stated she did not know how low her blood glucose was; stated she did eat candy. Pt reported she was hospitalized for hypoglycemia and hyperglycemia. She stated her blood glucose was approx 700 mg/dl when admitted. Pt's target blood glucose range is 80-100mg/dl. Pt stated she has been discharged from the hospital and is now home. Pt reported no error or alerts were received aside from e4 occlusion. She stated there was an air bubble in the insulin cartridge when this occurred. Pt reported she does not know when adapter was last changed prior to incident. Advised to change adapter every 10th cartridge change. Pt reported she has "had some upsetting things happen" resulting in increased stress. Provided education on occlusion alarms. Reviewed how often to change accessories. Complete troubleshooting could not be done as occlusion was not occurring at time of call. Pt was able to successfully start infusion device using a new cartridge and infusion set with no errors appearing during the process. Pt reported her blood glucose is currently 353 mg/dl. Recommended she contact physician or hospital. Pt reported she has not been using infusion device or products for 2 days. No product return was requested. On follow up call four days later, pt reported she was doing well and has not received any further error messages on her infusion device.

Manufacturer narrative:
No product will be returned for eval.